Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 27 mg/dl and the cause was not known. Juice was consumed to address the bg level. Tandem technical support advised the customer to discuss the event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed by continuous glucose monitor. There were no irregular bolus requests. There were no erratic basal rate adjustments. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence of device malfunction.